Manufacturer narrative:
G2. Foreign: ca medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating they were planning an ins replacement for september 4th. Technical services reviewed trying a different controller and recharger (this hasn't been tried yet) and to get more details around where the magnetic transduction sessions occurred on the patient's body. It was reiterated that they tried multiple times with two different clinician tablets, and could not detect the implant at all. For the magnetic transduction therapy treatments, the manufacturer representative (rep) stated they occurred 8-12 inches away from the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Technical services (ts) added that when the recharger was moved away from the ins, the antenna locate numbers decreased to the 40s as expected. Pt and hcp will discuss ins replacement if needed but ts suggested waiting until case is discussed with engineering.

Manufacturer narrative:
Product analysis #(B)(4): analysis information: on 2024-12-05 14:51:42 cst pli# 10. Product ID# 97715 h3: the ins, model# 97715 serial# (B)(6) , was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Was unable to establish telemetry with a clinician programmer, recharger, or lab programmer. Performed 3 full passive mode recharges, recharger showed 95 during all 3, device never began normal recharge attempted a tech mode disable/enable with the recharger then tried clinician programmer again, still no telemetry. X-ray showed no corrosion. Analysis determined that there was electrical damage to the hybrid circuit of the implantable neurostimulator (ins); consistent with electrical over-stress or electro-static discharge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's implant died after a physiotherapy session. The patient had the implant checked at a hospital, but the clinician couldn't explain why the spinal cord stimulation (scs) was not functioning. A manufacturer representative (rep) was emailed to coordinate a meeting between the clinic. The issue was not resolved. No surgical intervention occurred or was planned. No symptoms were reported and the patient was alive with no injury. The issue occurred during normal use. Additional information has been received. Two meetings were scheduled for the clinic, they are still troubleshooting the issue. The pain clinic will call tech services if unable to reboot the device. Information confirmed with physician / account. A healthcare professional (hcp) reported the patient was unable to communicate with their implantable neurostimulator (ins) with the patient controller since having received a ¿telemagnetic wand ultrasound treatment at the physiotherapist office¿ the week prior to report. It was stated that the patient was able to ¿kind of¿ recharge. Although it was unclear what type of charging they were doing, it was noted that the recharger would connect and disconnect. The ¿patient remote without recharger connected and the clinician programmer was unable to connect to the ins.¿ troubleshooting considerations were reviewed; the hcp was to follow-up with the patient on the day of report. No further complications were reported or anticipated. Additional information received confirmed the implant date of the ins. Additional information was received from a rep. It was reported the rep was in-office with the patient on 19-aug-2024. The patient sated that around june/early july of 2024 they underwent a physiotherapy and magneto-transduction therapy which was about 8-12 inches away from the device, the ins which was in the right buttock. Since then, the patient had not been able to connect to the ins with the controller and when the rep attempted to interrogate the ins with the tablet then got a spinning wheel. The rep mentioned that they were seeing the antenna locate screen with numbers in the high 90s and the patient attempted charging like this several times already at home. The patient that the last time they successfully charged the ins would have been around june of 2024. The patient stated that they always felt therapy so they knew that it had been off since then. The rep was walked through two disable device fu nctions but the controller continued to show "no device found". It was suggested to perform three passive recharge cycles in a row then two disable device functions, if needed, to see if the ins would start charging normally. The rep was contacted after performing these steps and the three passive recharge cycles and two disable device functions were unsuccessful to start normal charging of the ins. The rep attempted to interrogate with the tablet twice and received "no device found". It was suggested that the patient continue passive charging cycles at home and that the rep could try using different external equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that they tried another recharger and patient controller and attempted three 10 minute passive recharges. They also tried subsequent disabling and enabling of the device. There was still no luck in connecting with the device. It was replaced on (B)(6) 2024.

Manufacturer narrative:
H2. Correction: please note, h6 code b20 no longer applies to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.